Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.

Event description:
Following protocol for implant placement and once the surgical site of tooth #35 was ready, the surgeon picked up the implant with the driver, which then disengaged itself from the driver, the surgery was completed using another implant. No additional appointment required. Symptoms as a result of the event: no patient impact.